Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7,h2, h3, h6, h10unique device identifier (UDI) : 10886704081272the certas plus electronic tool kit was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the codman certas plus electronic tool kit had excessive heat. During outpatient use, the battery of the electronic tool kit was replaced due to battery depletion. After the replacement, the physician noticed that the electronic tool kit seemed to be heated. Therefore, it was replaced with another electronic tool kit. The product was found acceptable prior to clinical use. There was no adverse consequence to the patient.